Manufacturer narrative:
(B)(4).

Event description:
The pt had an infection. The pump was turned off on (B)(6) 2011. The pump was alarming on (B)(6) 2011. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.